Manufacturer narrative:
It was reported the patient died 5 days post intervention from an unknown cause. The investigator assessed the death as related to the procedure but not related to the device. The sponsor assessed the event as to related to the device or to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic. It was reported that the patient returned to the hospital with symptoms of back/chest pain 4 years later, upon which a type ia endoleak and aneurysm rupture was observed. Proximal migration of the stent graft was also noted. A secondary procedure was carried out the next day and an additional valiant stent graft was implanted and embolization was carried out. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information: it was reported that rupture occurred due to the migration. The event was assessed by the investigator to be related to the study device and not related to the study procedure, and the event is reported to be resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: phone number added. If information is provided in the future, a supplemental report will be issued.